Event description:
The customer complained that the battery symbol, warning triangle, and service wrench is displayed. The reported problem is indicative of a non-functional device. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic physio-control continues to investigate the reported event.